Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low and high blood glucose readings from the pump. The customer stated that her insulin pump is going crazy. The customer stated that her blood glucose was 30 mg/dl in the morning and around 400 mg/dl in the afternoon. The customer stated that she ended up on the floor passing out. The customer was advised to give herself insulin using the pump. The customer stated that she did not go to the hospital to get treated. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer stated that she was unsure. The customer will be sent a tubing clamp. The customer was advised to call back to troubleshoot.